Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned due to a product performance issue. The device was also explanted and replaced due to a normal battery depletion. No additional adverse patient effects were reported. Additional information was received indicating the lv lead had been turned off years ago due to loss of capture. Once it was time for a generator change, the health care professional (hcp) decided not to replace the lv lead but rather surgically abandon it. No additional adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned due to a product performance issue. The device was also explanted and replaced due to a normal battery depletion. No additional adverse patient effects were reported.